Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose. Blood glucose reading was 600 mg/dl. The customer stated that the glucose meter could not give a reading because her blood glucose was so high. Customer also mentioned that the insulin pump isn't delivering insulin. Customer has treated with manual injection and felt okay to troubleshoot. No anomalies were noted and the customer did not have a tubing clamp to complete troubleshooting. Advised to change set, reservoir and insulin. Nothing further reported.